Manufacturer narrative:
The device was received not deployed. The data showed that the first priming sequence ended at pulse 23 and deactivation occurred at pulse 33. Rotational sensor errors were observed in the data. The device was reset, connected to a pdm and delivered a 5-unit bolus. The needle mechanism deployed during the rerun. The rotational sensor errors were reproduced on the rerun data. Under magnification, contamination was found on the commutator cap. Based on the data and visual inspection of the commutator cap, it was determined that this contaminant contributed to the reported symptom.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.